Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the material number provided is not a valid bd part number. A picture was provided to the quality team that shows a broken tip. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the one-way tap was screwed onto the unspecified bd¿ syringe incorrectly, causing the syringe tip to break off and lectrocath to leak out. The following information was provided by the initial reporter, translated from (B)(6) to english: "the chemotherapy syringe is incorrectly screwed, at an angle, into the 1-way tap. The tip of the syringe is cut off in the one-way tap. Clinical consequences observed: the one-way tap had to be unscrewed and therefore to be in contact with the chemotherapy, in order to rinse the lectrocath filled with chemotherapy." "Just before the injection of chemotherapy, the tap was screwed on incorrectly. The need to remove it caused chemotherapy to leak on contact with the carer."